Manufacturer narrative:
The malfunctioning device was returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Noticed condensation in drsg window, noticed leak when flushed.

Manufacturer narrative:
We received one used catheter as a faulty sample. The sliding clamp of the returned catheter was missing. Organic residue, as well as dried solution residues, was visible between the 14 cm and 15 cm markings. The catheter was successfully flushed with water, and no leakage was initially observed. However, when the catheter tip was clamped to increase pressure during flushing, leakage became visible at the wing. Microscopic examination revealed a tear directly at the wing. The fracture surface was rough, indicating excessive tensile force. The customer noted in the pir that an alcohol-based disinfectant was used. However, the IFU states: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." In addition, a manufacturing defect can be excluded, as the catheter reportedly functioned without leakage for 48 days, according to the customer. However, the IFU states that the device is intended for use for up to 29 days. The IFU also states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. Caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. Do not kink the catheter or the extension line permanently to avoid damage to the catheter. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing, and the tensile force and dimensions of the catheter and set components are randomly checked during production. A two-year review of vygon USA's complaint data, covering the period from may 1, 2023, to may 31, 2025, shows that six additional complaints were reported for lot 24d008d, four of which were linked to this facility. Corrective action: since the catheter worked well for 48 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time. Additionally, the customer used the catheter for 48 days, which clearly exceeds the intended use limit (indicated for use up to 29 days) outlined in the IFU. We recommend following the intended use as specified in the product IFU.

Event description:
Noticed condensation in drsg window, noticed leak when flushed.